Event description:
It was reported that the pt's device had extruded at the implant site. The implant site had skin breakdown but no drainage or pain was reported. The pt had a skin flap revision surgery and the implant site appeared to be healing. When new info is obtained, a supplemental report will be submitted.